Event description:
It was reported that the patient experienced a shocking sensation (described as a 'spirit') from their implantable neurostimulator (ins) when the laid down on their back which started 3 days ago. It was also reported that the patient had a loss of therapeutic effect. It was noted that the ins worked well for about a week but once it ran out of initial charge it did not work as well. The physician and the company representative thought that the ins might be implanted too deep and was slanted to one side. The patient was unable to charge the ins (no coupling bars) and was unable to communicate with the patient programmer component as it showed that the ins needed to be recharged. The stimulation was reported as on but the patient felt that the ins might be completely 'dead.' It was reported that when the ins device was working as intended it provided good pain relief. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was having a difficult time charging her implantable neurostimulator (ins). It was stated that the ins was implanted correctly, so the issue was thought to be due to scar tissue. Further information has been requested, but none was available at the time of this report.